Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient was non-compliant with pd therapy. On the same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient started treatment with intraperitoneal vancomycin (1000 mg every fifth day for a total of five doses) for peritonitis. Nineteen days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the event. Seven days prior to the receipt of this report, dianeal therapy was discontinued and the patient was switched to hemodialysis. It was further reported that the patients pd catheter was not removed. The patient was retrained on proper aseptic technique. No additional information is available.